Event description:
There was no patient involved. The device had a low battery prompt

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and that it had performed to specification up to the (B)(6) 2017. During this time an increase in voltage suggests that a fresh pad-pak was installed. The pad-pak was removed. A pad-pak was reinstalled on the (B)(6) 2017 and the device fails an auto self-test due to a low battery. The user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. Three additional low battery fails were recorded on the (B)(6) 2017.no further log entries were recorded. The device was disassembled to investigate. Upon visual inspection of the pcba, capacitor c9 was found to be vented. This would account for the low battery fails detailed in the report and then cause an installed pad-pak to blow its fuse as witnessed during the investigation. This would account for the device failing to power on and the lack of status led upon receipt. The functionality of the circuit is tested at (B)(4). Therefore, it is concluded that the component failed after dispatch. The device performed to specification throughout the history log until the (B)(6) 2017, therefore, it is assumed the component failed after this time. The user was initially alerted with a ¿warning, low battery, device service required¿ prompt and then after the fuse had blown would have been alerted by the absence of a green flashing status led. Furthermore, after replacing capacitor c9, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. The device had a low battery prompt.